Event description:
It was reported that the target lesion was mid circumflex artery (cx) which was heavily calcified, 80% stenosed and mildly tortuous. The cx was primarily wired with the viperwire advance coronary guide wire, floppy. Three low-speed passes were performed with the diamondback 360 orbital atherectomy device (oad). There was no difficulty passing the oad. On the fourth pass the viperwire was pulled back for an unknown reason and a pass was performed with the oad at the tip of the viperwire. Upon oad removal the viperwire tip was observed to have detached from the viperwire. An abbott bmw guide wire was advanced to snare the viperwire tip. As the bmw wire was being advanced it pushed the fractured tip of the viperwire down to the very distal part of the cx. Balloon angioplasty was attempted with a non-csi balloon but the balloon could not be advanced to the cx. The fractured component was attempted to be covered with an unspecified stent, but the stent could not be advanced as well. The fractured component was left in the distal cx. The patient was stable. The physician has no concerns about potential long-term risks or outcomes. In the opinion of the physician the oad came in contact with the viperwire spring tip during treatments causing the fracture. There is no allegation of malfunction against the oad and no allegation that the IFU/labeling was difficult to understand.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the target lesion was mid circumflex artery (cx) which was heavily calcified, 80% stenosed and mildly tortuous. The cx was primarily wired with the viperwire advance coronary guide wire, floppy. Three low-speed passes were performed with the diamondback 360 orbital atherectomy device (oad). There was no difficulty passing the oad. On the fourth pass the viperwire was pulled back for an unknown reason and a pass was performed with the oad at the tip of the viperwire. Upon oad removal the viperwire tip was observed to have detached from the viperwire. An abbott bmw guide wire was advanced to snare the viperwire tip. As the bmw wire was being advanced it pushed the fractured tip of the viperwire down to the very distal part of the cx. Balloon angioplasty was attempted with a non-csi balloon but the balloon could not be advanced to the cx. The fractured component was attempted to be covered with an unspecified stent, but the stent could not be advanced as well. The fractured component was left in the distal cx. The patient was stable. The physician has no concerns about potential long-term risks or outcomes. In the opinion of the physician the oad came in contact with the viperwire spring tip during treatments causing the fracture. There is no allegation of malfunction against the oad and no allegation that the IFU/labeling was difficult to understand.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported device damaged by another device, material separation which led to unexpected medical intervention and foreign body in patient are confirmed. The reported unintended system movement could not be confirmed through analysis due to the operational context of the reported issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported device damaged by another device, material separation which led to unexpected medical intervention and foreign body in patient appears to be related to user error. The guide wire was returned fractured at the spring tip. The spring tip section was not returned for analysis. No other damage was noted on the guide wire. The guide wire fracture and location are consistent with complaint details. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, 11 no longer apply.